Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent hip surgery on (B)(6) 2014. Subsequently, on (B)(6) 2014 patient was revised due to infection. The stem was removed and replaced with a spacer mold. Additionally, on (B)(6) 2015, the patient underwent a final stage revision. The stage one hip mold, shell, liner and femoral head were all removed and replaced.